Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07sept2019. The field service engineer (fse) evaluated the device and the reported condition was verified. To address the issue, the data acquisition (da) printed circuit board (pcb) was replaced. The ventilator passed all testing and operated within the manufacturing specifications. The customer returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the pressure accuracy test during performance verifications. There was no patient involvement.